Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of 1 week due to severe mitral insufficiency, secondary to dehiscence. Per the surgeon's response, "the device was explanted to facilitate re-repair. Because of sterility issues, I decided to use another annuloplasty ring." The ring was replaced with another edwards ring.

Manufacturer narrative:
(B)(4): ring dehiscence. Device not returned. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the annuloplasty ring was discarded by the hospital; therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.